Manufacturer narrative:
The subject device referenced in this report was not returned to olympus for evaluation. Therefore the exact cause of the reported event could not be conclusively determined at this time. A supplemental report will be submitted, if additional or significant information becomes available at a later time.

Event description:
We received the following report. During a procedure of gynecology, the subject device was used. At the first activation, the lower active branch of the device was twisted and was about to break off. The user replaced the device with another. The teflon pad of the device also looked loose. There was no patient injury reported. This is the report regarding the breakage of the probe and the missing of the tissue pad.

Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. The probe broken was not confirmed. The tissue pad in the grasping section didn¿t be worn away. From the reported event and the received condition of the subejct device, we determine that the actual unit is not a complaint device. The cause of the failure could not be conclusively determined from the returned device. From the reported event and the received condition of the subject device, the returned device may be a device that has completed the procedure.